Event description:
The patient previously underwent gastric band placement at a different institution. The patient has developed problems with dysphagia and ugi demonstrates esophageal dysmotility. The patient requires removal of the device given these findings.it is unclear the appropriate length of time that a gastric band should be implanted. The implant date of the device is unclear as the surgery was performed at a different institution. From what I can gather out of the patient's chart the surgery occurred prior to 2009.